Event description:
The customer was hospitalized with high blood sugars. Customer indicated they had fever prior to the incident and unable to troubleshoot at the time of the call since they were in the the middle of programming a dual wave bolus.